Event description:
Related manufacturer reference number: 3006705815-2022-00218. It was reported that the patient experienced ineffective stimulation. Imaging confirmed migration of both leads. Reprogramming was attempted, but was unable to restore therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received stated that the patient underwent surgical interevntion wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.